Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a missing electrode on the sensor. Customer stated that the insertion site was the belly. Customer stated that the sensor appeared bent, retracted, or damaged. Customer had the same issue with 2 sensors in the same package. Customer will be sent a replacement.